Event description:
Account states that two drains placed in 04 during face it (and related procedures). One was removed without incident; the other broke upon removal the next day remainder of broken drain removed in the or sameday, but not under general anesthesia. Patient was on pain meds.